Event description:
Physician was deploying a perclose closure system when it failed to perform as per usual practice. The physician stats that when he removed the device, a significant amount of intima came out of the body attached to the device.